Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the malfunction had occurred due to the latch assembly. A field service engineer performed maintenance on all latches, cleaned the latches, and realigned the doors to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that the tower doors continued to click and fail, causing a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.